Event description:
A bioengineer reported an issue with frequent occlusions during several cataract procedures. Additional information was obtained from a certified surgical technician. She indicated she believed the occlusions were related to a user issue as nothing 'in particular' had to be performed to correct the issue. There were no patient harm or injury reported.

Manufacturer narrative:
At this time the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).